Event description:
It was reported that the pt reports distortions when lying down or when pressing on the mastoid, since a couple of weeks. Re-implantation is to be scheduled.

Manufacturer narrative:
Conclusion: device investigations did not reveal any device defect or problem which is expected to have been present whilst implanted. The test history reveals that, the found path impedance was increasing constantly over time. This is indicative for bone growth around the reference electrode contacts. The device was received incomplete for investigation, as a portion of the reference electrode is missing. The available part works electronically within normal limits during investigation. This is a final report.

Event description:
It was reported that the patient reported distortions when lying down or when pressing on the mastoid, since a couple of weeks. The patient was re-implanted.

Manufacturer narrative:
UDI code not available for this device. The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a f/u report.

Manufacturer narrative:
Additional information: in accordance with the information in the patient report, it appears there is a problem with the reference electrode possibly caused by adjacent bone growth. However, to confirm a root cause, a device investigation is necessary. A revision surgery has been scheduled for (B)(6) 2015. The complaint will be further investigated as and when the patient undergoes surgery.

Event description:
It was reported that the patient reported distortions when lying down or when pressing on the mastoid, since a couple of weeks. According to information received on (b(6) 2015, re-implantation surgery is planned for (B)(6) 2015.